Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference numbers: 2916596-2021-00924 & 2916596-2021-00926.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an lvad fault alarm and the mpu stopped working was confirmed during analysis. The evaluation of the returned mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result, the unit was not able to supply power. Several log files provided by the customer were reviewed. Event log file (a2031307_c3e): the log file contained events recorded from (b0(6) 2021 where a lvad internal fault alarm associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags was recorded through the entire log file and the actual pump speed was at 5000 rpm (default speed). Periodic low file (a2031307_c3p): the log file contained events recorded from (B)(6) 2021. The system maintained the desired set speed with no atypical alarms until (B)(6) when a lvad internal fault alarm became active associated with eeprom communication error (f46). The entry recorded on (B)(6) at 11:05 pm revealed that in addition to the eeprom communication error (f46) there was e2p_crc (f59) lvad fault and the actual speed was 5000 rpm. Event log file (a2031435_c3e): the log file contained events recorded from (B)(6) 2021. The recorded information revealed that the lvad internal fault alarm associated with eeprom communication error (f46) and e2p_crc (f59) lvad fault flags cleared after the driveline was disconnected and reconnected on (B)(6) at 3:40 pm. The remaining data revealed that the system operated at the set speed of 5200 rpm with no active alarms recorded. Periodic log file (a2031435_c3p): the log file contained events recorded from (B)(6) 2021. The recorded data did not add any new information regarding the reported event. Event log file (dk_20210215_010726_c3e): the log file contained events recorded from (B)(6) 2021. The system maintained the set speed of 5200 rpm with no interruptions and there were no active alarms recorded. Periodic log file (dk_20210215_010726_c3p): the log file contained events recorded from (B)(6) 2021. The system maintained the set speed of 5200 rpm with no interruptions and there were no active alarms recorded. Although a specific root cause for the observed damage and the atypical events captured in the log file was not able to be determined, abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 lvas IFU contains the following information: in section 3, ¿powering the system¿, under ¿using the mobile power unit¿, the IFU warns that ¿high levels of static electricity may damage or harm the system and may cause the pump to stop. When not sleeping or resting, it is recommended that the patient use battery power instead of the mobile power unit to power the system. Using battery power can reduce the risk of system damage from high levels of static electricity.¿ in section 6, ¿patient care and management¿ under ¿postoperative patient care¿, the IFU warns that ¿high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components.¿ in section 6, ¿patient care and management¿ under ¿electrostatic discharge¿, the IFU provides information about esd, advises the patient to avoid activities that may cause static electricity, and to reduce static electricity with products such as a humidifier, dryer sheets, anti-static spray, skin moisturizer, and cotton fabrics. The safety testing and classification tables in section c of the IFU include electrostatic discharge information. Section 7, "alarms and troubleshooting" describes all alarm conditions, including the lvad fault advisory, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains the following information: in section 1, under ¿general warnings¿ the user is warned that high levels of static electricity may damage or harm the system and may cause the pump to stop. Additionally, users are recommended to use battery power before doing activities that can cause static electricity. Section 4, "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to use cotton fabrics and a humidifier when possible. It is recommended that the user utilizes battery power when not sleeping or resting to reduce the risk of system damage from high levels of static electricity. Section 5, "alarms and troubleshooting" outlines all system controller alarms, including the lvad fault advisory, as well as how to respond to each alarm condition. This document also states to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check equipment and order replacements, if needed. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The site noted that the patient had presented on (B)(6) 2021 with an "lvad fault" alarm. The alarm was reset by disconnecting the driveline. This event was reported under MFR # 2916596-2021-00807. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR # s: 2916596-2021-00924, 2916596-2021-00926. It was reported that on (B)(6) 2021, the patient called to report mobile power unit (mpu) would not turn on. The patient confirmed by outlet test that the outlet was working properly, and confirmed all cords were attached. The patient was given a new mpu. On (B)(6) 2021, the patient called to report an audible alarm from the new mpu. After unplugging the unit from the wall, the alarm would not stop, and the patient had to remove the unit's batteries. The mpu would not turn on. On (B)(6) 2021, the patient was given another new mpu. Before connecting the heartmate device, the patient successfully ran a self-test of the mpu at multiple outlets. Once the patient connected their heartmate device, the mpu alarmed audibly and stopped working. The mpu would not turn on. The last six alarms recorded on the system controller all occurred (B)(6) 2021 at 22:58 in the following order: power cable disconnect, external power disconnect, low voltage, low flow, low voltage hazard, low voltage hazard. The low flows were caused by the pump turning off and back on during the events. The patient was given a power module instead of an mpu, and all alarms/power source issues resolved.